Event description:
Int'l affiliate reports that following diagnosis of hydrocephalus secondary to tuberculous meningitis: a variable pressure shunt was installed. After several pressure changes the shunt became stuck in the lowest pressure setting. The pt developed a subdural collection and the valve was replaced.